Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. No blank display. However the insulin pump received with bleeding lcd glass. No moisture damage to the electronic assembly. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display and the insulin pump is alarming. The blood glucose reading is 278 mg/dl. Nothing further reported.